Event description:
The following has been reported: "after connecting the power supply, the device alarm error with coding 17." Error code 17 is identified by the technical manual as a battery charge issue. Reporting due to the referenced issue as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.